Manufacturer narrative:
Our product evaluation lab received one model 120804f embolectomy catheter. As received, the catheter body was kinked at approximately 17cm proximal from the tip. The balloon latex appeared deteriorated, with multiple cracks and tears evident. Leakage was observed through the tears on the balloon. Both balloon windings were intact. The balloon latex was released from the proximal windings to check the balloon edges at the tears, which did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of a balloon issue was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloons on 7 model 120804fp fogarty catheters failed during device prep. When the catheters were opened on the sterile field, the balloons were tested before being put in the sheath, and all the balloons were noted to have ruptured. There was no patient injury. The catheters came from two different lot numbers. This report is for sample 1 from lot 63518667.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase.